Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they had a tass (toxic anterior segment syndrome) case recently. Additional information received on 06nov2024 stated that the patient responded quickly to steroids. No inflammation by day 6-7. No long term complications expected. On (B)(6) 2024 the customer confirmed there was no issue with the syringe. They reported the event due to the syringe being used during the procedure.